Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:10:47. During night drain cycle five, the patient's ultrafiltration reading was 1911ml, indicating the home patient (hp) drained 1911ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. External inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The device passed the return instrument test/evaluation (rite) electrical testing. The device also underwent an internal inspection and rite functional testing which did not pass due to an unrelated issue. Upon conclusion of the investigation, the cause of the iipv was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.